Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead had out of range pacing lead impedance. The lead was capped and replaced. The procedure was completed successfully without adverse consequence to the patient.